Event description:
During a nephrostomy procedure the tip of the wire separated. The nitrex wire was manipulated against the chiba needle and the tip separated. The distal tip of the nitrex wire remained in the perinepheric space.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.